Event description:
It was reported that the wake button was delayed in responding to touch. Additional information was not provided. There was no reported adverse effect to customer's blood glucose level.